Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation.¿

Event description:
It was reported that a malfunction alarm occurred after pump was exposed to x-ray. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.